Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.1 cm saccular abdominal aortic aneurysm approximately 14 months ago. The infra-renal angle was 50 degrees. The proximal aorta was 25 mm in diameter and 24 mm in length. Distal aorta was 16 mm in diameter. Right iliac artery was 12 mm in diameter and the left iliac artery was 13 mm in diameter. The femoral arteries were 9 mm in diameter bilaterally and they were mildly tortuous with no stenosis. Seven months post implant an ultra sound measured the maximum diameter of the aneurysm to be 36 mm. It was also reported that there was increased velocities in the right limb of the graft. There was no observation of thrombus, occlusion or stenosis. Two months ago the maximum diameter of the aneurysm had increased to 47 mm. No intervention was performed. Reference MFR # 2953200-2011-00707.

Manufacturer narrative:
(B)(4). Lack of information (unknown cause of aneurysm enlargement), inherent risk of procedure (aneurysm enlargement).